Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The error was confirmed in the device history log. The power up process was performed. The primary audible alarm post error was found at power up. The broken ear clip was found at inspection. The c9 broken off from interconnect board due to pump been dropped or mishandled by customer. The customer damaged the ear clip. The operator replaced the interconnect board and the ear clip. The operator also performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a primary audible alarm post and that the flange is broken. There were no adverse events reported